Event description:
A 3-4 mm piece of the integra jarit tenaculum forceps broke off inside the abdomen of the patient during a robotic hysterectomy. The tenaculum forceps had a very small, approximately 3 mm peg that was holding it together. The peg could not be found. The rest of the instrument was removed. An x-ray was performed at the conclusion of the procedure and 3-4mm broken piece could not specifically be identified. However, there were approximately three 1 mm either artifact or radiopaque spots, where it was felt that these were too small to be identified or to cause a problem.